Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged was not pacing appropriately and exhibited high thresholds due to lead dislodgement. It was reported that due to the patient's size, the pocket moved downwards following implant causing the lead to dislodge. The lead was successfully repositioned and remains in service. No adverse patient effects were reported.